Manufacturer narrative:
No motor error alarm noted during testing. Insulin pump passed rewind test, basic occlusion test, occlusion test, prime, compromised forced enhance sensor test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was 260 mg/dl. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. Customer stated that they had already attempted to clear alarm and rewind before calling when second motor error came up. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.